Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to log in to the server and also to all the stations in the facility. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to an inability to log in to the server and all stations were affected. A technical support specialist verified the issue had already been resolved in case (B)(4) and also confirmed information technology team rebooted the server to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.